Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S.w version 4.11e. The pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing.

Event description:
Medtronic received information that no delivery/occlusion alarm during therapy occurred. There was no adverse impact or consequence reported as a result of this event.